Event description:
When I arrived at 0730 for my shift, pt's warmer on crrt was off- unsure how long it had been off. When I turned it on, it was continuously beeping. Attempted to troubleshoot by hitting the start button, decreasing the temperature it started flashing e26. Multiple fails of the heating element.